Event description:
It was reported that during an aortic therapeutic procedure, an altatrack guidewire was used. During measurement, the guidewire was used aggressively and perforated the splenic artery. The artery was coiled and successfully stopped the perforation. The procedure was continued with the same device. This adverse event is being submitted because the altatrack guidewire caused a perforation, requiring additional intervention. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Block b6 & b7: no information available. Block c: not applicable for this device. Block d4: serial # not applicable. Blocks d6 & d7: not applicable for this device. Block h3: the altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Block h6: perforations during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.